Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. After the right ventricular lead was in place, the lead failed to deliver any output after repeated testing. The surgeon believed the lead was faulty and was explanted and replaced. The patient was stable.